Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed that the tubing looked cloudy and was replaced along with the sensor. A new dilution check and quality control check was run. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium patient result was obtained on a dimension exl w lm instrument. The initial result was reported to the physician(s), who questioned the result. The same sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium patient result.